Manufacturer narrative:
Device evaluation- one used set was returned for evaluation. Review of manufacturing records for lot 3733181 revealed no discrepancies or anomalies, but visual examination of the returned set confirmed a breakage had occurred. A review of the manufacturing process was carried out in response to this observation. During this review, assembly and packaging operations were checked to ensure no objects or components were present that could damage tubing with none found. A random sampling of 32 sets from manufacturing stock were also examined to check for any workmanship defects or damage, and all of the sets passed. The reported issue could not be attributed to a manufacturing issue.

Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, the set snapped apart during infusion. It was reported that the pump was in the patient's backpack and the backpack got wet prior to the patient's mother noticed that the infusion sets had snapped apart. No adverse effects were reported.